Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented remotely a merlin transmission with an alert. The transmission strips showed post-sensed t-wave oversensing. The patient received inappropriate hv therapy. Programming changes were recommended and were made. Patient is fine.